Manufacturer narrative:
This report is filed june 26, 2014.

Event description:
Per the clinic, the patient reported pain with device use and a performance decrement which could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.